Manufacturer narrative:
The explanted device was not returned to bsn it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient was charging the ipg for a longer time and the remote control was displaying weird messages. The patient underwent ipg replacement procedure. The physician suspected device malfunction due to deterioration of ipg over time. The patient was doing well postoperatively.